Event description:
It has been reported that the bd micro-fine ultra¿ insulin pen needle has been found clogged during use. The following has been provided by the initial reporter: needle clog.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Correction: awareness date corrected the following information has been updated: g.4. Date received by manufacturer: 2019-08-26 h3 other text : see h.10

Event description:
It has been reported that the bd micro-fine ultra¿ insulin pen needle has been found clogged during use. The following has been provided by the initial reporter: needle clog

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd micro-fine ultra¿ insulin pen needle has been found clogged during use. The following has been provided by the initial reporter: needle clog